Manufacturer narrative:
Product complaint #: (B)(4). Batch #: r5819v. Device evaluation summary: the analysis results found that the tlc75 instrument was received with no apparent damage and with a cartridge reload loaded in the instrument. The cartridge reload had the swing tab in the locked position, and the proximal 6 drivers up without staples; the remaining drivers were down with staples present. The swing tab was reset and then the instrument was tested for functionality with the returned cartridge reload and it performed as intended. This condition is consistent with an improper loading technique, as it is possible that the firing knob was not returned to its home position while loading the reload. Please reference the instruction for use for more information. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product complaint # (B)(4). The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that during an open colon procedure, they were using a tlc75 to transect the bowel and when the surgeon went to staple the bowel he had to pick staples out of the staple line because he said the staple line didn't fully form. Case completed with a competitive stapler. There were no patient consequences reported.